Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I would like to issue a complaint for a chpv specials valve. The doctor stated that there was slow flow coming from the distal during our vp shunt revision. He felt there may be an occlusion. He has requested a lab analysis. (B)(6) 2015 per rep: were there any other adverse consequences to the patient? No. Please provide the part number. Nso642. Please verify the date you were informed of this incident. 10/19. Please provide the original implant date if known. Unknown.